Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On an unknown date, a 23mm epic valve was implanted on a patient. On (B)(6) 2020, a valve in valve was performed with a 27mm portico valve due to stenosis of the epic valve. The portico valve was implanted without pre balloon aortic valvuloplasty (bav). The valve was implanted in optimal position. A post bav was performed with osypka 24 balloon. During follow up, the patient's echocardiogram showed a subclinical thrombus on the leaflet. The patient was given an anticoagulation treatment for 15 days. During the follow up after the 15 days treatment, transesophageal echocardiogram showed that the thrombus resolved, but the patient had an aortic jet. A computed tomography showed that the portico frame was under expanding. Additional procedure of a bav or a valve in valve is being considered to treat the aortic jet.

Manufacturer narrative:
Additional information for g4, g7, h2, h6, and h10. An event of stenosis and replacement of the valve was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.